Manufacturer narrative:
The doctor removed the appliance and the patient was prescribed antibiotics for treatment. A new appliance was fabricated with the palatal acrylic placed closer tot he palate for patient comfort. To date, the patient is doing fine and has fully recovered. The product was returned and a visual evaluation was performed, yielding results within specifications.

Event description:
A doctor alleged that a patient experienced large sores on the palate while wearing the haas expander appliance.